Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23472. Reference MFR. Report#: 1627487-2015-23608. The patient's extension has been added as a new device (device 3). Analysis of the extension revealed the device tested out of specification in a manner that relates to the reported event.

Event description:
It was reported the patient received a pain injection approximately a month ago, that caused her to experience severe pain and numbness. The patient stated shortly after the injection, her stimulation became intermittent and approximately 1.5 weeks ago, she lost stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays were suggested. Follow-up information revealed the patient's entire lead is now invalid. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-23472. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the patient's lead was explanted and replaced. During the procedure, it was reported the patient's ipg was inoperable. It was noted the patient failed to recharge the device. As such, the physician explanted and replaced the patient's ipg with a different model. Please note the patient's ipg has been added to this event as a new device (device 2).